Event description:
It was reported the pt experienced an overdose following a pump replacement. The pump had been replaced one week ago. The physician was planning to stop the pump. Add'l info indicated the event was not attributed to the implanted devices. The pt has an extreme sensitivity to the re-start of medication after an infusion interruption. The drug used in the pump was dilaudid 10 mg/ml at a dose of 2 mg/day. The dose was programmed to start at twice the amount recommended. The pt experienced somnolence, congestive problems, hypoxic brain damage, and respiratory problems (respiratory arrest). The pt remains in rehab. The outcome reported as: serious injury - recovered with sequelae.